Event description:
A zoll pt service rep (psr) contacted zoll customer support while fitting a (B)(6) male pt, to report that the pt's charger/modem would not power on. The pt was issued a replacement charger/modem.

Manufacturer narrative:
Device eval support: device eval of battery charger/modem sn (B)(4) is currently underway. The reported problem (will not power on) has been confirmed. As received, the battery charger would not power on. Upon service investigation, there was an md5 failure during reprogramming of the charger, which is a flash memory failure. The cause of the charger not powering on was isolated to (components u102 and u105) computer / analog board sn (B)(4). The ca board has been returned to vendor for replacement of the ca board flash memory components u102 and u105. A root cause analysis is currently underway. A supplemental report will be sent upon completion of eval. No adverse event resulted from the defective charger/modem. The pt was issued a replacement charger/modem.